Manufacturer narrative:
The investigation into the reported knob issues issue has been completed. Data log analysis log recorded the pump in the last usage of this console at the customer site. After the pump was removed, the console received repeated shutdown requests from the user, which is most likely indicating that the user was unable to confirm/select the shutdown request due to a broken knob. Due to this issue, the console has been powered off by holding down the power switch for longer than 30 seconds. The console was tested, and upon trying to navigate through the service menu, observed the inconsistent rotatory knob selection. Upon checking the 5v output across the test points tp100.0 and tp101.0, no 5v output was received every time upon pressing the rotatory knob. Also didn¿t hear the audio from aic that is supposed to be heard every time upon pressing the rotatory knob. The root cause for the reported event was determined to be due to a defective component.

Event description:
The user facility reported that their automated impella controller (aic) had a broken knob. A new aic loaner was shipped to the user site for use as needed. There was no harm to the patient as a result of this incident.